Manufacturer narrative:
The tech replaced the power cord to repair the bed.

Event description:
Info received indicates the tech reported that the ground resistance reading was open on the power cord due to a loose ground pin on the power cord plug. He found this while performing an electrical safety check.